Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract. "The issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."

Manufacturer narrative:
H.6. Investigation: during DHR review: all challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received 10 iag bc 20ga visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received unit. No traces of adhesive was found of the areas. Functional test (needle retraction): the needle covers were removed. The white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful. Units within sealed packages from lot number 8243739. All contents within were intact. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract. "The issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."